Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR 2134265-2017-11355. It was reported the catheter was stuck on the wire. A 12x40x75 epic¿ vascular stent was selected for a aortagram with runoff procedure in the common iliac artery. The stent was deployed successfully. Upon removing the stent from the .035 amplatz wire, the stent catheter was stuck to the guidewire. The wire and device were all removed together as one unit. There were no patient complications reported and the patient's status post procedure was reported as ok.

Manufacturer narrative:
Device evaluated by MFR: the returned device matches with product family provided by the customer.the device was visually examined and found the distal tip and body were kinked. Device length, od of distal tip, od of middle of device, and od of proximal section were measured and found within specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR 2134265-2017-11355. It was reported the catheter was stuck on the wire. A 12x40x75 epic¿ vascular stent was selected for a aortagram with runoff procedure in the common iliac artery. The stent was deployed successfully. Upon removing the stent from the .035 amplatz wire, the stent catheter was stuck to the guidewire. The wire and device were all removed together as one unit. There were no patient complications reported and the patient's status post procedure was reported as ok.